Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-01498. It was reported one of the patient's scs leads was explanted and replaced. The lead reportedly exhibited high impedances and was not providing stimulation coverage on the patient's left side. Effective stimulation coverage was reportedly obtained postoperative. Note it is undetermined which lead was related to the event. All possible devices are being reported.